Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 585 (mg/dl) and vomiting for two days. With the assistance of their spouse, customer attempted to deliver a bolus and administer insulin injections to treat bg levels; however, customer's spouse decided to take customer to hospital where they were admitted on (B)(6) 2016. While in the hospital, customer was treated with fluids and intravenous insulin. System check with tandem technical support indicated pump was performing as intended. Reportedly, hospital staff suspect that elevated bgs may be related to an unspecified health issue; however, no specific details were provided on the possible cause. Customer was released from the hospital on (B)(6) 2016. No additional information was provided on the reported event.